Manufacturer narrative:
Of the 174 allegations of a malfunction, 76 pumps were returned to animas and investigated. Of the investigated pumps, 17 were found to be malfunctioning due to contamination under the button contacts, button contact defects and a damaged keypad flex connector. During investigation for unrelated allegations, there were 20 additional keypad/tactile failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 174 malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile issue. These reports were received from various sources. The patients associated with this allegation ranged from 38-300 pounds and between 3 and 84 years of age. Of the reported patients, 79 were male, 95 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 1 instances of keypad/tactile failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there was 1 instance of keypad/tactile failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #x 07/29/2017 device evaluation: in q2 2017, there were 27 instances of keypad/tactile failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.